Manufacturer narrative:
H.6. Investigation: three photos and one 1ml s/t syringe containing clear liquid with activated safetyglide needle attached were received. The sample was visually evaluated through the plastic bag due to syringe containing medication. The syringe was observed to have a long thin strand of dark foreign matter in the fluid path with one end of it possibly wedged between the stopper and the barrel wall. Upon evaluation under magnification the fm appeared to be hair over 1 inch in length. Fm observed is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the material handling process. A plant wide retraining was conducted on protecting product from contamination with specific focus on hair coverings and their proper usage. A quality alert preceded the retraining activities. Completed: 9/23/2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text

Event description:
Material no. 305903, batch no. Unknown (provided: 8319607 and 8355909). It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle a physician noticed a thin black or gray color line inside the syringe. The following information was provided by the initial reporter: a physician noticed a thin black or gray color line inside the syringe after pulling .9 cc of medication. The syringe was not used on a patient, no patients were injected with the syringe in question. Under closer inspection it appears that it might be a shaving or thread perhaps from the rubber stopper.

Manufacturer narrative:
Medical device expiration date: unknown . PMA/510(k)#: k980580 (syringe), k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 305903, batch no. Unknown (provided: 8319607 and 8355909). It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle a physician noticed a thin black or gray color line inside the syringe. The following information was provided by the initial reporter: a physician noticed a thin black or gray color line inside the syringe after pulling .9 cc of medication. The syringe was not used on a patient, no patients were injected with the syringe in question. Under closer inspection it appears that it might be a shaving or thread perhaps from the rubber stopper.